Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath partially detached . The 85% stenosed target lesion was located in the moderately calcified and tortuous left circumflex artery. During pullback with the opticross imaging catheter an attempt to move back the telescope to its initial position failed and flushing the device did not resolve the issue. It was noted that there was a kink at the bonding section between the distal portion of the distal strain relief and the transducer cover. The distal strain relief was partially detached from the transducer cover. The procedure was completed with another with same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Examination of the returned device revealed that no kinks were observed along the length of the catheter. The rotator and imaging core was completely separated from the device. It was returned outside of the sheath assembly. The imaging window was partially detached to the blue sheath at the lap joint. It was not possible to flush this device due to the condition of the received catheter. Full image characterization testing cannot be performed due to the condition of the received catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the sheath partially detached . The 85% stenosed target lesion was located in the moderately calcified and tortuous left circumflex artery. During pullback with the opticross¿ imaging catheter an attempt to move back the telescope to its initial position failed and flushing the device did not resolve the issue. It was noted that there was a kink at the bonding section between the distal portion of the distal strain relief and the transducer cover. The distal strain relief was partially detached from the transducer cover. The procedure was completed with another with same device. No patient complications were reported and the patients' status is good.